Manufacturer narrative:
The system event log was investigated with regard to potential high dose problems. A log file assesment of the day that the potential event occurred, confirmed that the file does not indicate technical problems resulting, or potentially resulting in dose problems. There are no failures or malfunctions reported in the log files resulting in a "high dose application". The pt exam does not give any indication of system related high dose problems. The foot switch charger was replaced after the exam was completed, and the foot switch was recharged with no add'l foot switch issues reported since. (B)(6).

Event description:
This is to report a possible high dose case in an operating room environment where the customer is concerned about a potential pt over-exposure during a procedure. During the procedure the fluoro foot switch battery became discharged, and would not make fluoroscopy. The attending physician opted to complete the exam without fluoro, using cine exposures initiated with the hand switch. There was no injury reported.